Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.0 mcg/ml at 0.6508 mcg/day) and bupivacaine (30.0 mg/ml at 19.523 mg/day) via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient noted feeling as if the pump had moved following a fall on (B)(6) 2017. The patient was examined on that day and the pump had migrated about 2 degrees. No actions were planned. The device diagnosis was pump migration. It was indicated the event was related to the device or therapy. During a catheter revision, on (B)(6) 2017, the pump was relocated from the right buttocks to the right flank. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-25. It was reported that the cause of the pump migration was that the subject fell.